Event description:
It was reported that the patient was having a severe discomfort at the implantable pulse generator (ipg) site with burning sensation. The patient tried lidocaine patches with no improvement.